Event description:
During the procedure, the catheter broke inside the pt. An additional incision was made to retrieve the tip from the pt.

Manufacturer narrative:
The device was returned to our facility for evaluation. After the device was decontaminated, it was evaluated for the reported complaint made by the hospital. It was confirmed that the catheter extrusion and tip separated. The catheter was noticeably stretched when evaluated. It remains unk whether the pt exhibited an excessive amount of plaque which may have contributed to the acute fracture of the catheter. From further investigation given by the hospital, it was stated that the catheter was being used for a thrombectomy procedure for a dialysis treatment. The physician stated "the pt is doing fine and the tip has been successfully retrieved." "The catheter was stretched, but broke without exerting an unusual force." A lot history investigation was performed on lot otw1295. It was found that there were no non-conformities found during the MFR of this particular lot. Qc post-sterilization pull testing was performed and retrieved. The lot was found to pass well above current pull testing specifications. The root cause of the device complaint remains inconclusive at this time.